Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2018 the patient underwent right hip replacement and on or around (B)(6) 2018 she began to experience pain in her right hip and leg. She underwent a revision surgery on (B)(6) 2019.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown accolade 127 size 5 femur; cat# unknown; lot# unknown, unknown cluster acetabular shell 50 mm e; cat# unknown; lot# unknown, unknown anatomic femoral head 36 mm +5; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.